Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 360 mg/dl. The customer was experiencing symptoms of light-headed, nauseous, thirsty, frequent urination. The customer stated she bloused from her pump to treat the high blood glucose and syringe. Customer declined almost all troubleshooting because she knows it was a bent cannula.